Event description:
During an in-clinic follow-up, a failure to capture was observed on the left ventricular (lv) lead. An x-ray was performed and the lv lead was found to be dislodged. A revision procedure was performed. The lv lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification.